Event description:
It was reported that patient was experiencing increase in seizures and the patient's generator battery is low. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that generator was replaced due to prophylactic replacement. No other relevant information has been received to date. The explanted devices have not been received for analysis to date.